Event description:
A (B)(6) male pt contacted zoll customer support to report that his lv was alarming to call zoll for service. When prompted to perform a download, support reported multiple abnormal shutdown with corresponding service code 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (call zoll for service / multiple abnormal shutdowns) was confirmed. Upon investigation the monitor was displaying service codes 107 and 204. The cause of the codes 107 and 204 is a disruption in communication between the monitor and belt. The cause of disruption in communication is an intermittent smd crystal oscillator component y402 that is necessary smd crystal oscillator component y402 that is necessary for communication between the monitor and belt. The root cause for the intermittent crystal oscillator cannot be positively identified. No adverse event resulted from the defective y402 oscillator. The pt rec'd a replacement monitor.